Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary : this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: upon the visual inspection of the photo, it was observed a staple properly formed and placed on a gauze. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that the surgeon fired a 45mm powered + echelon stapler with a 45mm gst white reload across a pulmonary artery during an open lobectomy procedure, the staple legs penetrated the vessel hit the anvil buckets and on formation of the b shape the legs then penetrated the vessel another time. No patient consequences reported. No further information is available.